Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that the pump alarmed no delivery. The customer stated that the alarm was resolved by a complete set change. The customer does not want to return the reservoir and set for analysis. The customer was advised to call back when the alarm occurs to troubleshoot.